Manufacturer narrative:
Findings: unit alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture noted at electronic or motor assemblies per visual inspection. Unit received with scratched lcd window.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 42 mg/dl. The customer drank juice. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 42 mg/dl. The customer stated the button error alarm did not occur right after the pump was exposed to moisture. Customer stated a button was not pressed for 3 minutes or longer. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.